Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up with high capture thresholds sensing anomaly and low impedance. No intervention had been reported. No additional information was available.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
New information for return received, the device was explanted.